Event description:
The affiliate reported the customer alleged elevated troponin I (accutni) results, within the risk stratification, for several patients involving unicel dxi 800 access immunoassay system. Subsequent testing of the patient samples, on an alternate access 2 immunoassay system, recovered negative results. The customer stated elevated results of approximately 0.2 ng/ml were released out of the laboratory and questioned by the physicians as they did not correlate with the patients¿ clinical symptoms. There was no report of patient injury or change in patient treatment associated with this event. The field service engineer (fse) assessed the unit at the facility.

Manufacturer narrative:
The field service engineer (fse) serviced the unit on (B)(6) 2012 and discovered dried wash buffer deposits inside the wash wheel and the analytical module. The fse cleaned the wash buffer deposits from the wash wheel and analytical module, and performed a 24-replicate precision test; all results obtained were 0.00 ng/ml. The unit conformed to the manufacturer's published performance specifications. During the event, quality control (qc) level 1 was tested and produced a result of 0.15 ng/ml (target is 0.00 ng/ml). When tested, using four aliquots of wash buffer, the customer noted two results recovered at 0.00 ng/ml and two recovered at 0.227 ng/ml and 0.297 ng/ml respectively.